Manufacturer narrative:
Updated fields: b5 this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the distributor. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation the exact cause of the faulty cable unit could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the distributor. There was no delay in the procedure. The initial tower that had also been replaced had been a stryker tower. When the device was initially evaluated at by the distributor, it was suspected that the issue had been caused by optical fiber damage, which prevented the communication between the sensor and the connector.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined a faulty cable unit had caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The distributor reported to olympus, on behalf of the customer, the video processor did not recognize the 4k camera head prior to an unknown procedure. The camera head had been used in a previous procedure without issue but an image would not display for the second procedure. The procedure was completed using a similar device. The video processor had also been replaced with a stryker brand tower. There were no reports of patient harm associated with this event.